Manufacturer narrative:
Additional information: b5, e1(first name and last name), e3, e4(email of initial reporter), g3 correction: h2(device evaluated and no eval explain code were removed), h6(codes should be b17, c20 and d15). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was resistance when advancing catheter over guidewire and resistance met when guidewire advancing through lumen curve. There was no excessive force applied on the product. Nothing unusual observed on the device prior to use. No other products being utilized with the device. Flushing was not done prior to use as this resistance was found during insertion. There was no leak. Tego was not utilized. There was no luer adapter issue. No cleaning agent used on the device. The insertion site was treated with clorhexidine/lidocaine prior to product placement. The catheter was not repaired. They did not use this catheter (they did not end up using it), they switched it for a different catheter with no issue and the procedure was completed. The patient was not treated under general or local anesthesia. There was no blood loss and blood transfusion was not required. No intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was resistance when advancing catheter over guidewire and resistance met when guidewire advancing through lumen curve. There was no leak. Tego was not utilized. There was no luer adapter issue. The catheter was repaired. There was no reported patient injury.